Manufacturer narrative:
Eval summary: it is unk if the surgeon used the bigliani/flatow (b/f) distal reamers or the tm humeral distal reamers. The tm distal pilots are larger than the b/f distal pilots; use of a combination of b/f reamers with the tm distal pilots may result in a stuck provisional. The exact cause of failure cannot be determined. Only the 10mm humeral stem was returned for eval. It was dimensionally inspected via optical comparator and outer profile was found to be conforming. Device history records indicate all components were manufactured and inspected to specification. No mfg abnormalities could be detected by either method.

Event description:
It was reported that after reaming and trialing for a 10mm humeral stem, the implant was noted as loose. The surgeon then reamed for an 11mm implant and attempted to trial with an 11/12 trial proximal body and 11mm distal tip. The trial became lodged in the humeral canal, and a 45-minute delay in the procedure was incurred. An 11mm implant was used to complete the procedure but was also noted as loose; a bone graft from the humeral head was used for stabilization.